Event description:
The customer reported that the customer's one touch basic meter was reading "blood as control." The customer reports that the customer was experiencing symptoms of dizziness and shakiness, the customer cleaned the meter with alcohol, had some fruit, retested with a result of 127c. The customer had no control solution or checkstrip to perform quality control tests and the customer was using expired test strips. The customer made no allegation of harm.